Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical tests performed. This is an interim report.

Manufacturer narrative:
The recipient reportedly experienced loss of lock. External equipment was exchanged, however, the issue did not resolve.

Event description:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The manual capacitor leakage test revealed unstable reading due to flooded components. The failure of this device is attributed to excessive moisture through a gross leak at the case-band braze. This ultimately caused this device to cease functioning. This older device configuration is no longer manufactured. This is the final report.